Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 266 mg/dl, 288 mg/dl, 48 mg/dl, and 38 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter (B) (4) and reported strip lot #0836538 were returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A reported reading of 38mg/dl was found in the meter's memory.

Event description:
An attempt was made to deploy a 3.0mm diameter x 18mm length endeavor rx drug-eluting coronary stent in to a pt with angina pectoris. The target lesion located in the lcx # 12, was described as excessively tortuous with calcification and 99% stenosis. Although pre-dilatation was performed, during advancement of the stent, the tip of the device got stuck and could not be advanced. It was reported that some force was applied to the device then the physician visually confirmed that the stent was dislodged from sds balloon. The pt is reported to be fine and no other sequelae were reported.